Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned, and an evaluation was completed. During the inspection, olympus confirmed the reported event: water was found inside the tube of the pump. In addition, a corroded connector socket was found during the device evaluation, which is a non-reportable malfunction. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the light source had water ingress in compressed air. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device is not being returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.